Manufacturer narrative:
Blood was observed on the adhesive pad. The cannula assembly was checked for manufacturing deficiencies that could contribute to bleeding or bruising and nothing was found. Interior of the pod was found to be soaked with insulin. Data downloaded from the device returned an 0x3d alarm, indicating step sensor asserted before wire driven. The leak test was performed and it was noted that a tear in the soft cannula resulted in an internal leak. Battery voltage noted to be lower than anticipated due to being wet with insulin. No other damages or defects noted.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 500 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.